Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer inspected the module and determined the event was caused by a misadjusted extra wash station (ews) and sample probe. He then adjusted the ews and sample probe. He verified the module's performance by a system volume check and precision check with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results from two patient samples tested on the cobas 8000 - cobas e 602 module. Sample 1 the initial result was 4.9 pg/ml. The repeat result was 2.2 pg/ml. Sample 2 the initial result was 5.7 pg/ml. The repeat result was 3.2 pg/ml. The repeat results were deemed correct. The patient samples were rerun due to a calibration failure after the initial patient sample run.